Event description:
Per summons: pt is a (B)(6) gunshot wound pt with multiple hospital admissions. He has a history of at least six PICC placements. Three piccs were placed at hospital e, one was placed at hospital g, and one was placed at hospital j, and one was placed at a rehabilitation facility in (B)(6). Sonographic evidence shows deep venous thrombosis in his right axillary and antecubital veins.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complaint.